Event description:
Additional information received reported that before the device was replaced, patient experienced withdrawal. The device was used to deliver fentanyl. The previously reported [at the time of the pump replacement, the physician was able to aspirate the catheter, but was unable to evaluate it with dye as he was unable to push any dye through the catheter] was pertained in manufacturing report # 3004209178-2012-00800.

Event description:
It was reported that the patient had a pump replacement due to volume discrepancy and loss of therapy. At the time of the pump replacement, the physician was able to aspirate the catheter, but was unable to evaluate it with dye as he was unable to push any dye through the catheter. The pump was the only device replaced at this time.

Manufacturer narrative:
Catheter model # 8709sc, lot # n127400013, implanted on: (B)(6) 2007, explanted on: unk.

Manufacturer narrative:
(B)(4).